Manufacturer narrative:
The iacs and ics logs were downloaded and reviewed on site. Additional information was provided by the user however that no fault was being placed on any draeger devices. The staff in hospital admitted to lowering the spo2 limit preventing any alarm from generating for low spo2. The low spo2 limit can be confirmed from the iacs logs by draeger technician. According to the user's statement the iacs behaved as expected. With all related information, there is no indication of any failure with the device.

Event description:
Please refer to the initial report.

Manufacturer narrative:
Initial on-site analysis showed that the lower alarm limit for spo2 was set to 75% by the user. Further investigation was initiated but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that a patient experienced a decrease in spo2 which resulted in the patient becoming extremely bradycardic. Reportedly the device did not alarm as the user would have expected. Spo2 alarm did not annunciate. A patient had expired and the customer was asking if there was any information that could be pulled from the ics to determine how the alarms were handled by the nursing staff.